Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instruction for use everolimus eluting coronary stent systems xience prime, ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the left circumflex (cx) artery. A 2.75x 18mm xience prime drug eluting stent (des) was implanted at the lesion, after which a dissection was noted. Another unspecified stent was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.